Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 630 (mg/dl) and diabetic ketoacidosis. Customer administered a correction bolus to treat their bg levels; however, their bg levels continued to increase and the customer was later admitted to the hospital. Customer was still in the hospital at the time of the call, and reported that they were being treated with intravenous insulin. System check with tandem technical support indicated pump was performing as intended. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.